Manufacturer narrative:
H2) additional information: lot number of bi71000183 updated from fz5t8 to rev. 2 : s/n (B)(4) h3) additional information was received that the system board and system handle were also replaced. An additional system checkout was performed and the charger enclosure and battery monitor indicator assembly were replaced. The system board was calibrated. A system checkout was successfully performed. The mvs power board and second system control board have been received by the manufacturer. However, they are under analysis as the time of filing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000208 , serial/lot #: rev. 1 : s/n n/a; product ID:kit svc o2 bi71000167 cblasy dbl shldmvs , serial/lot #: rev. 1 : s/n n/a h3, h6: the system control plate was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm 10, fdr 213, and fdc 67 are applicable to the system control plate analysis. The battery monitor indicator panel (bi71000208 panel assy indicat) was returned to medtronic for analysis. Physical damage was found and the instructional overlay is delaminating. Fdm 10, fdr 180, and fdc 4307 are applicable to the battery monitor indicator panel analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: d11: lot number for pn: bi71000183 are rev. 2 : s/n (B)(6) . Additional parts include bi71000175, lot number fnceb and pn bi71000181, lot number 011689661. H3: a medtronic representative went to the site to test the equipment. Testing revealed that a new system control board was ordered to resolve the issue. Its replacement arrived broken with no movement on the system. The system board was ordered to resolve the intermittent standalone issue. It was found that the charger enclosure and mobile view station (mvs) board presented errors. The charger enclosure, mvs board, and umbilical cable were replaced. The imaging system then passed the system checkout and was found to be fully functional. One of the system control board has been received by the manufacturer. However, it is under analysis at the time of filing. H6: 10, 114, and 4307 are associated with the system checkout. 4118, 3233, and 11 are associated with the returned system control board. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID:kit svc o2 bi71000175r encl chrgr rfb, serial/lot :(B)(6). H3, h6: the system control plate, fz94q, was returned for product analysis.the manufacturer representative was unable to confirm the reported complaint, as the system booted and readied multiple times. It was found that the audio tone when acquiring an image was incorrect. The tone was a much higher pitch or tone than normal. This was due to a faulty speaker on the control plate. Fdm10, fdr120, fdc4307 are applicable to the system control plate analysis. The charger enclosure, fnceb, was returned for product analysis. The analysis was unable to confirm the reported complaint. Visual inspection confirmed that the charger enclosure was dirty, and the fans were covered with debris. It was cleaned and installed in test system c1416. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. No problems were found. Fdm10, fdr213, fdc67 are all applicable to the charger enclosure analysis. The mvs power board was returned for product analysis. The analysis was unable to confirm the reported complaint. The power board was installed into test system c1416. The mvs computer powered on instantly, but there was no display on the monitor. Motion, generator, communication and charging readied on the pendant. The was cause of the issue was due to a defective printed circuit board assembly(pcba). Fdm10, fdr120, fdc4307 are applicable to the mvs power board. The charger enclosure, fpzpf, was returned for product analysis. The analysis was unable to confirm the reported complaint. The enclosure passed bench testing and was installed into test system c1416. The system did not initialize or power on. The system always stayed on charging with the umbilical cord disconnected. This issue was due to a defective charger enclosure. Fdm10, fdr120, fdc4307 are applicable to charger enclosure analysis. Fdm10, fdr114, fdc4307 are applicable to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information: h3: the charger enclosure has also been received by the manufacturer and is under analysis at the time of filing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5) additional information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the initialization issue was that the mobile view station (mvs) board had a bad connector preventing the system from initialization at power-on. It was also indicated that the group of parts when installed in the system caused the can bus errors that materialized after running the system for more than 5 hours.

Manufacturer narrative:
Other relevant device(s) are: kit svc o2 bi71000183 plate system cntl. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a sacroiliac and thoracolumbar procedure, the imaging system was stuck in initialization following transport into the operating room (or). It was reported that the imaging system had all green statuses prior to transport. Once in the operating room (or), the imaging system was stuck in standalone mode. Rebooting the imaging system resulted in the system being stuck in initialization. The imaging system was shut down where the system power button was found to be flashing. The imaging system was unplugged and booted up where motion calibration was then prompted. Home was re-validated twice where the imaging system could then be used for the procedure. There was a procedure delay of less than one hour. There was no reported impact on patient outcome.